Event description:
As per pss implant request : osteosarcoma, loose tibial stem. History of osteosarcoma in chile proximal tibia with path fracture. Resected after chemo and reconstruction with ptr gmrs with cemented stems. Couple periprosthetic fractures and question about local recurrence with multiple revision surgeries ultimately leading to dfr with ptf and patella alta. Tibial stem loosening and at risk of catastrophic failure. Options to discuss being cementless stem revision, use of cross pin fixation stem, adaptor with compress device.